Event description:
Customer reportedly received result of 49 mg/dl on the aviva system and consumed peanut butter. Customer re-tested 79 mg/dl on the aviva system within 10 minutes. No adverse event reported. Requested return of suspect device and replacement was sent.